Event description:
A patient reported that she was born with deformed insides that were not developed, her pelvis had always been contracted, and she always had spasms. The patient also had a bladder sling. She could not live without her implantable neurostimulator (ins) due to her unique heath condition. The patient was seeing a specialist for pelvic floor spasms and the therapist told her they perceive that her spasms are being stimulated by her ins when her ins was turned on. She perceived the muscle spasms on the right but not on the left. For most of her therapy appointments, she turned stimulation off. For the last six months prior to (B)(6) 2016, the spasms and tightening were worse. The patient also had hurting and pain on the left side and vaginal pain. She also had a chronic urinary tract infection that and been on and off since prior to getting the implant; however, it seemed more frequent. She was given cipro, but three days later it would come back. She had gone in for reprogramming, they changed the settings, and it messed up her pee.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.